Event description:
It was reported that this this brady lead was a case of an attempted implant due lead dislodgement which was confirmed via fluoroscopy and removed with less substantial amount of septal tissue remained in the helix. Physician noticed that this brady lead appeared to be damaged along the lead body which caused by the cutter. This brady lead was replaced with same model. Not implanted and will be returned for analysis.